Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48mg/dl. Customer was treated for the low blood glucose with glucose tablets. Customer¿s blood glucose level was 72mg/dl at time of incident and current blood glucose was 72mg/dl at the time of the call. Troubleshoot of the pump did not performed due to customer not using the pump for insulin therapy. The product was not returned for analysis.